Manufacturer narrative:
Medfusion - investigation: (B)(4). Customer reported problem: check clutch/plunger lever. Tamper seal removed / broken: the tamper sticker was intact. Physical condition of the device. The pump was in poor condition, the top case was chipped and cracked. The right plunger case was cracked. Results of pump event history log review: there was a check clutch/ plunger lever in alarm history. Evaluation tests or methods used to duplicate / replicate the reported problems: customer comments were verified during occlusion tests. Reported problem duplicated / replicated: yes. What caused the reported (primary) problem: replaced clutch half's and that cleared up the problem. The clutch halves were found pre-maturely worn out as a likely result of the customer not fully disengaging the clutch assembly before moving the plunger assembly. Who caused the reported problem: customer induced. Actions / repairs done to correct the reported (primary) problem: replaced clutch half's left and right, also replaced leadscrew and spring as a preventative measure. Primary f-code: (B)(4). Repair summary: replaced chipped and cracked top case. Replaced cracked right plunger case. Pump passed case separation test per (B)(4). Replaced bottom case for seal damage. Performed function and delivery tests. Device passed functional / delivery tests: yes. Incoming software app: 1.1.2. Outgoing software app: 1.1.2.

Event description:
It was reported that during use of a medfusion® 4000 wireless syringe infusion pump there was a check clutch/plunger lever alert.